Manufacturer narrative:
The complaint sample is not available for manufacturer physical evaluation. A search in the sap system was performed to verify the product availability for companion samples at the dcs. No product is currently available at the distribution centers for analysis according to the sap search; see attachment a for sap search. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. No sample has been provided at this time. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning which occurred in fill 1 of 3. Fluid was seen leaking onto the cart and under the cycler. Fluid was discovered on the external of the cassette. Patient was advised to let the cycler dry out and then use for next treatment. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out and then use it for treatments going forward with no further issues. The cycler set is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning which occurred in fill 1 of 3. Fluid was seen leaking onto the cart and under the cycler. Fluid was discovered on the external of the cassette. Patient was advised to let the cycler dry out and then use for next treatment. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out and then use it for treatments going forward with no further issues. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.